Event description:
As reported, while inserting this introducer into the patient, there was a blood leakage at the hemostasis valve. The blood loss was minimal as it was identified quickly and the introducer was removed. New introducer was used by removing all the components and starting the procedure from the beginning. There was not medication loss. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was not available for evaluation.

Manufacturer narrative:
It was informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed.

Manufacturer narrative:
The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Additionally, manufacturer and expiration dates were added. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.